Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product sample was received. A visual inspection and physical condition of the device identified a dirty filter. The functional testing found a nonoperating speaker. The reported issue was confirmed. The root cause of the reported issue was a faulty (pcb) printed circuit board. The pcb was replaced along with filter, hoses and line cord. The (pm) preventive maintenance was performed and device passed functional and delivery tests. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device alarm system was broken. No patient injury reported.